Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd safetyglide¿ needle broke and stayed in the patient's arm. The following information was provided by the initial reporter: while giving an injection, the needle stayed in the patient arm.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the bd safetyglide¿ needle broke and stayed in the patient's arm. The following information was provided by the initial reporter: while giving an injection, the needle stayed in the patient arm.